Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device explantation was conducted on (B)(6) 2021 as requested by the plastic surgeon to then proceed with a pinna reconstruction procedure.

Manufacturer narrative:
Conclusion: device investigation shows a crack in the ceramic feed through after stripping, with loosening of the transducer. This damage is not expected to have been present whilst implanted as the device was reportedly functional and providing benefit to the user, being then most likely caused by the leverage force applied during explantation. In addition, the cortical screws_ threads present adherent tissue indicating osseointegration, and also signs of deformation on the screw_s heads indicating that the applied technique and tools may have not been appropriate for the given surgical condition. The device or malfunction of it did not contribute to the explantation, which occurred due to device unrelated reasons, i.e. A pinna reconstruction procedure. This is a final report.

Event description:
Device explantation was conducted on (B)(6) 2021 as requested by the plastic surgeon to then proceed with a pinna reconstruction procedure. There was no allegation against the device, which was functioning and providing benefit to the patient. Re-implantation, following the pinna reconstruction procedure, has been declined by the user as the device reportedly caused headaches. It was stated in the device explant report that the device or a malfunction of it did not cause or contribute to the explantation.